Event description:
The customer reported that while the unit was in use on a pt the unit displayed a message "internal trigger" when ECG trigger was selected and the customer was unable to select pacer and pressure triggers. The pt was switched to another unit and therapy was continued. No pt injury was reported.